Event description:
It was reported that cgm displayed error message while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and successfully restarted sensor session, after which error message did not recur, and device was not returned.